Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up and down arrow buttons response due to flattened button dome switches. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 535mg/dl. The customer was treated for the high blood glucose levels. Troubleshoot was conducted. The customer requested the pump be replaced per their healthcare provider's directions. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.